Event description:
Ms3 pump keeps getting alerts that it stops pumping periodically per pt's spouse. Spouse switched to / using backup pump. No injury reported. Will replace pump. No injury reported. Pharmacy will replace pump. Pt will return pump. Reported to (B)(6) by pt/caregiver.